Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of premature baby ('born at 26 weeks') and neonatal infection ('infection nos') in a female neonate whose mother had inserted essure during pregnancy. Other product or product use issues identified: foetal exposure during pregnancy "foetal exposure during pregnancy". Last menstrual period and estimated date of delivery were not provided. On an unknown date, the mother had essure inserted. On an unknown date, the neonate was diagnosed with premature baby (seriousness criteria hospitalization and medically significant) and neonatal infection (seriousness criterion medically significant). The neonate was treated with on life support. At the time of the report, the premature baby and neonatal infection outcome was unknown. The reporter considered neonatal infection and premature baby to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-sep-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of premature baby ('(B)(6)') and neonatal infection ('infection nos') in a female neonate whose mother had inserted essure during pregnancy. Other product or product use issues identified: foetal exposure during pregnancy "foetal exposure during pregnancy". Last menstrual period and estimated date of delivery were not provided. On an unknown date, the mother had essure inserted. On an unknown date, the neonate was diagnosed with premature baby (seriousness criteria hospitalization and medically significant) and neonatal infection (seriousness criterion medically significant). The neonate was treated with on life support. At the time of the report, the premature baby and neonatal infection outcome was unknown. The reporter considered neonatal infection and premature baby to be related to essure. Amendment: the report was amended for the following reason: the event "foetal exposure during pregnancy" and 'premature baby' were added in the case. The case has been assessed as serious incident. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.